Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient last felt stimulation about six months ago and also had been unable to charge their ins. They had been trying to get a hold of a manufacturer's representative because they wanted their stimulation to be moved to the right side; the stimulation was all on the left side. No further complications reported.

Manufacturer narrative:
Fdc code (B)(6) and fdd (B)(6) no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a representative (rep) regarding the patient. It was reported that the patient was seen four months ago and the system had been jumped, cleared, and was working as expected. The patient also reported that they were interested in a revision to gain more right-side coverage as it was originally implanted for left coverage. The rep reprogrammed the device with some success. No further complications were reported.